Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change. Crosstalk was observed at high output on the newly implanted implantable cardioverter defibrillator. The device was set to chronic output settings which resolved the issue. The patient was stable throughout.